Event description:
It was reported that the vns patient was experiencing an increase in seizures. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.